Manufacturer narrative:
The last calibration performed on 21-dec-2022 was within specifications. The qc recovery was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The field service engineer (fse) did not find any hardware issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) performed ion-selective electrodes (ise) and precision checks with successful results. Calibration and qc were performed with successful results.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for four patient samples tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The reporter stated several doctors questioned patients' sodium results from on (B)(6) 2022 as they seemed low. The patient samples were rerun on (B)(6) 2022. Patient 1 - the initial result was 129 mmol/l. The repeat result was 138 mmol/l. Patient 2 - the initial result was 128 mmol/l. The repeat result was 135 mmol/l. Patient 3 - the initial result was 127 mmol/l. The repeat result was 134 mmol/l. Patient 4 - the initial result was 128 mmol/l. The repeat result was 135 mmol/l. The repeat results were deemed correct. The electrode lot number is b58. The expiration date is 13-jun-2023.